Event description:
It was reported the system shutdown and was not able to be recovered. A visual ice cryo console was being used in a cryoablation treatment procedure when the system shut down automatically 3 times. The system would start back up and after a few minutes would shut down again. The procedure was completed using another visual ice cryo console with no patient complications reported.